Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the lens optic torn and the haptic broken. Unable to perform dimensional or refractive verification due to the lens damage. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.50 diopter, in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and the problem was resolved. The surgeon did not implant another icl lens due to shape of posterior chamber was poor and the ciliary process was short. The cause of the event was unknown.